Manufacturer narrative:
B3 date of event: unknown, used the first day of boston scientific aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prothesis experienced pain in his penis. The device was explanted. No further patient complications were reported.